Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, a linear opening on the posterior side, yellow particles on the shell, an observed void >1-mm in the non-textured, valve-to shell-bond area. A leak test and microscopic analysis were performed which identified a smooth crease opening on the posterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a smooth crease opening on the posterior side assessed as a fold flaw opening. Additional, corrected, and/or changed data: b.5., d.6b., d.9., h.3., h.6.

Event description:
Additionally, healthcare professional reported "valvular leak." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.